Manufacturer narrative:
See scanned pages.

Event description:
It was stated that "surgeon implanted a 4.5 mm vitalium rod in a hook/screw construct over a 60 day period, the blocker caps came off the screw head."